Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: red particle material on the shell. Opening on anterior side. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Additionally healthcare professional reported silicon migration. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Explant is in the future.

Event description:
Physician reported left side rupture. Device explantation scheduled.